Manufacturer narrative:
Device evaluated by MFR.: the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The crimped stent was detached from balloon and not returned with device for analysis, however crimp markings were evident on the balloon wall. A visual and tactile examination found multiple kinks on hypotube. The bumper tip of the device showed signs of damage. A visual and tactile examination found no issues with the shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. While unpacking a 2.25x28mm promus element ¿ drug-eluting stent, it was found out that the stent dislodged and was not wrapped on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent dislodgement occurred. While unpacking a 2.25x28mm promus element drug-eluting stent, it was found out that the stent dislodged and was not wrapped on the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).